Event description:
A report was received that a health care worker (hcw) had tightness in her chest and trouble getting her breath. The hcw was sent to occupational health. She was given inhalers and had to stay out of the reprocessing room for two months. Her chest tightness went away after the facility reverted to use of rapicide. She is going to see a pulmonologist but has not yet gone at the time of this report. The facility had a heat issue in the room which was resolved when the blanket warmer was removed from the 12 x 12 room. Also, there is an airflow issue which is in process of bing fixed.

Manufacturer narrative:
Reference: 2084725-2009-00401.